Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation. Troubleshooting recommendations were made by olympus technical support to the reporter via the phone in order to resolve the problem. The user facility reported that upon replacing a connector between 2 cables, the problem was resolved. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the image was intermittently lost during a colonoscopy procedure. There was no patient injury, associated with the problem, reported to olympus. This is report #2 of 2 due to multiple events reported. Reference report patient identifier (B)(6) for additional event.